Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
The customer reported via phone call experiencing low blood glucose levels for 5 or 6 days and that the insulin pump over-delivered insulin. The customer's blood glucose was 22 mg/dl, which was treated with sugar tablets and chocolate. The customer's most recent blood glucose was 120 mg/dl. The customer stated that the drive support cap was protruding. He advised that he did not push the drive support cap back in while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.